Manufacturer narrative:
The reported event of backup operation was confirmed. The reported event of inappropriate therapy was confirmed upon reviewing the device data. However, inappropriate therapies were caused by non-device related external factors. The device functioned performed as expected based upon its programmed settings. Analysis of the device image revealed the battery voltage was below end of service (eos) voltage level when the device went into backup mode. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage. After the device was restored from backup mode, functional testing was performed. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal.

Event description:
It was reported that the patient presented in the hospital after receiving inadequate defibrillation therapy. Upon interrogation, the device was in backup mode. Abbott technical support was contacted and the event was due to the device delivering defibrillation therapy while being at end of life (eol) voltage level. The device was explanted and replaced to resolve the event and the patient was in stable condition.